Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 300 mg/dl). Customer reported no alerts/alarms related to this issue were received. Pump supplies were changed multiple times and correction boluses via the pump were delivered to address bg. Customer's healthcare provider adjusted pump settings; however, elevated bg continued. Customer reverted to using insulin injections and bg normalized. Customer and healthcare provider alleged the pump/supplies were the cause of the elevated bg. Customer declined tandem technical support's offer to perform a pump system check. Tandem clinical diabetes specialist discussed event with customer and recommended customer not to place infusion set cannula under the waistband or in an area that had little fat.